Manufacturer narrative:
H.6. Investigation summary: one unused sample and two photos were provided to our quality team for investigation. Through visual inspection, black spots were observed on the barrel. The spots are on the barrel flanges and between the barrel wall, verifying the matter is burnt polypropylene material. A device history was performed and found no no-conformances related to the reported issue during production of batch 1901217. While we could not identify a direct issue, it is likely the polypropylene particle detached from the mold during the injection process, embedding into the molded piece. Injection machines are ran before use to remove any loose particles. Maintenance and cleaning are routinely performed according to procedure. Manufacturing personnel have been notified of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had foreign matter. The following information was provided by the initial reporter: I would like to complain about the bd plastipak luer lok 30 ml syringe. The syringe has on many places black.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had foreign matter. The following information was provided by the initial reporter: I would like to complain about the bd plastipak luer lok 30 ml syringe. The syringe has on many places black.